Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error 42221 which was found during testing. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no observable damage. No applicable evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; error code 42221 was found. The root cause was determined to be the software. The microprocessor unit board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.